Event description:
While reporting a shortened sensor life, customer reported having blood glucose levels of 335 mg/dl and 442 mg/dl several days before the call. Blood glucose level at the time of the call was 149 mg/dl. During troubleshooting, the insulin pump failed the high pressure test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.